Manufacturer narrative:
(B)(4). The involved lift was evaluated by the arjo qualified representative. According to the inspection results, lift was found in very good condition. No deficiencies found. The lift was found working according to manufacturer recommendations. The investigation is ongoing and further information will be provided in the final report.

Event description:
Arjo was notified about an event with involvement of arjo alenti lift. It was reported that after bath was over, resident was brought out of tub. While still on the lift, positioned to the side of the tub, the resident extended her legs fully to help with having them dried off. According to the report, at this time the lift tipped towards where her legs were sticking out and then hit the floor with her left hip. The brakes were not applied at the moment of this event. Upon examination by staff, resident showed signs of possible future bruising around her left hip.

Manufacturer narrative:
An investigation has been carried out, and the conclusions are the following: it was reported that an alenti hygienic lift tipped over while caregiver was drying resident, who extended her legs fully to help with having them dried off. As a consequence, the resident hit her hip. The x-ray examination confirmed that no serious injury occurred. Arjo technician attended customer facility after the event took place. It was reported that the condition of the device was good and the function test performed did not reveal any technical deficiency. It was confirmed that the brakes were not applied and the device was not in the lowest position, when the incident occurred. Customer confirmed that safety belt was used. According to the information received from the customer facility, the device tipped towards where resident's legs were sticking out. Arjo technician attempted to recreate this event based on the information provided by the complaint originator, but it was not possible to tip the device. Based on information collected, the following factors were found as the most probable to contribute to this incident: - lift not lowered after bathing. Alenti operating and product care instructions (IFU, version active at the time of the distribution of the involved lift: 04.cd.02_7 us,ca dated on april 2004), include warnings to avoid the possibility of injury from tipping or other misuse. This document states: always ensure that "the alenti is lowered immediately after removing the resident from the bath and that footcare is provided with the alenti in a lowered position". Moreover, in its section bathing, it warns, "always lower the alenti promptly after removing the resident from the bath". The resident may have changed the position on the device when extending the legs. Alenti operating and product care instructions, emphasize in its safety instructions "before lifting the alenti out of the water after bath, re-position the resident if needed to ensure that the resident is sitting upright in the center of the chair". It has to be pointed out that the design of alenti bathing lift is attested, fulfils the requirements of stability and does not tip without any reason. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl, and in its highest stroke position. The test was confirmed by tuv in 2004. From the description of the event, it appears that there was no technical deficiency with the device and it appears to be likely, that some user errors could have contributed to the event. The most important factors could be not setting the lift in its lowest position and an incorrect position of the resident as while extending her legs. In conclusion, alenti hygienic lift played a role in this incident as the resident was using it when the event occurred. There was no serious injury sustained as an outcome of this event. Based on the performed evaluation of the device, there was no technical deficiency found. This complaint was decided to be reported to the competent authorities due to indication of device tipping which could lead to a serious injury. No adverse health consequences occurred.